Event description:
It was reported that the handpiece began overheating during a surgical procedure. The case was continued with another device. There were no adverse consequences reported as a result of this event.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device overheating was duplicated. Based on the investigation details, the likely cause was corrosion on the preload bearing in the housing. Those parts were replaced along with other components. Service did a clean, lube, and adjust to the device, and it was repaired and returned to the customer.